Event description:
It was reported that during a da vinci prostatectomy procedure, the account experienced a non-recoverable system error code #281. The site converted to traditional open technique to successfully complete the procedure. No harm to the patient.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #281 experienced by the customer was associated with excess blood from the procedure that had dripped down and contaminated the remote arm controller (rac), which shorted the patient side power distributor, printed circuit assembly (pdd, pca) resulting in system error 281. The field service engineer repaired the system by replacing the rac and pdd, pca. System error code #281 is reported by software to denote that a processor timed out in a state in it's startup sequence, and was forced to the next state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The procedure was converted to open surgical techniques to complete the planned procedure. As of 01/07/2007, there have been no reported recurrences of the issue at this hospital.